Manufacturer narrative:
The pod was discarded and will not be returned for evaluation. We are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. No specific failure mode was noted in the report. Based on the information provided and in the absence of a device evaluation, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer's bg history shows that the device had been worn for 4.5 hours after the first bolus was administered before being deactivated and a new pod applied. A review of lot qualification records was performed. The lot had passed the acceptance criteria.

Event description:
The customer had experienced consistently high bg readings (367-409mg/dl) over the ten hours she wore the pod. Two correction boluses had been administered during this time, though bg levels had failed to lower. As a result, she went to the hospital; she was informed that she had moderate ketones. No specific pod failure was cited. The device was discarded and will therefore not be returned for evaluation. No information was provided as to her length of stay in the hospital or the treatment that she received.